Event description:
The pump and reservoir were implanted on 3/26/90. The cylinders were implanted, 2nd stage surgery, on 6/21/90. The cylinders were removed from the pt and replaced on 4/25/97 due to fluid loss.